Event description:
It was reported that during a bph surgical procedure, the customer reported ¿fiber breakage" at 281,819 joules and 44:50 minutes of usage. How the procedure was completed is unknown at this time. Patient outcome: ¿patient discharged two days after surgery" reported. No further information is available at this time.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion and signs of crystal deposits on surface; the outer flow tubing is detached just forward of the control knob; there is no signs of melting on the outer flow tubing detachment location; the outer flow tubing open end exhibits minor scratch marks, and moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the outer flow tube detachment is undetermined; the probable root cause of the distal glass cap fracture is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Breakage occurred at 00:44:59.